Event description:
It was reported that when performing the puncture, the catheter "cracks" and caused infiltration in the patient. Several attempts were performed. Patient was admitted for a broken scapula.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06556. The report was submitted in error.